Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. No attached components were returned. The balloon and balloon windings were visually inspected for indication of damage or abnormality. A rupture was observed, 1/25" x 1/20" in size, near the distal windings. The edges at the rupture site could not be matched up. No damage to the balloon windings or catheter body was observed. The thru-lumen was found to be patent and did not leak. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "the balloon was ruptured during use." The customer commented that calcified lesion could have been the cause of the problem. There were no patient complications reported.